Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 139 mg/dl. The customer reported that the alarm was resolved by an infusion set change. The customer would like to return the set for analysis, but he does not want to return the reservoir for analysis. The customer stated that the alarm occured during manual prime. The customer is not able to troubleshoot at time of call. The customer was returning the infusion set based on his request. The customer was advised that we will replace the infusion set.